Event description:
The patient was implanted with an scs system on (B) (6) 2008. It was reported that over the past few years, the patient has experienced serious health problems such as cancer, mrsa, infections, etc. During a period of time, the patient turned stimulation of. It was reported that when the patient once again started to use the ipg, the patient had to remain in an awkward position in order to charge the ipg. Different charging systems were used with the same results. It was reported that the patient gained and lost weight, and that the ipg seemed to be tilted in the pocket. A plastic surgeon removed some of the fat from above the ipg site and then the patient developed an infection from the procedure. A decision was made to explant the ipg.

Manufacturer narrative:
The device history and sterilization records were reviewed. As received, visually, the ipg header and septums were discolored, the lower septum cored, and scratches on the can. The device was functional tested and passed all testing. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg passed all testing. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.